Event description:
It was reported that during a da vinci myomectomy procedure, he wrist of the tenaculum forceps instrument 'did not move properly. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The tenaculum forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the wrist of the instrument did not move properly due to a broken pitch cable. The pitch up cable was broken at the instrument distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument wrist were not damaged. No other damage was found.